Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs stat assay (tnt-hsst) result for 1 patient tested on a cobas e 411 immunoassay analyzer. At 1:01 am the initial tnt-hsst result from sample a was 0.190 ng/ml with a data flag. At 3:44 am a fresh sample, sample b, was collected from the patient which resulted in a tnt-hsst result of 0.007 ng/ml. At 4:42 am sample a was retested with a tnt-hsst result of 0.006 ng/ml. The erroneous result was reported outside of the laboratory. The tnt-hsst result of 0.006 ng/ml was deemed to be correct. There was no allegation of an adverse event. The tnt-hsst reagent lot was 305646 with an expiration date of 30-jun-2019. There were no bubbles observed in either the sample or the reagent. Sample a was stored refrigerated between testing. Qc results were acceptable. The investigation is currently ongoing.